Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 53 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 53 (line number 442 1216 1216 1216 file number 38 709 709 709) on 06/24/2025 19:09:20.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. The sc1 cap/reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, cracked keypad overlay and pillowing keypad overlay. Pump passed required testing. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.